Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. DHR (device history record) investigation was performed on the reported serial # (B)(4) and there were no issues found related to the complaint. The serial number was manufactured 11/23/2012. A document assessment (B)(4) was conducted and no changes were required. Root cause and corrective actions cannot be established since the defective sample is unavailable at this time for investigation. If the sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges alarming/service issues. No reported patient injury/harm.